Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter needle tip was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle tip was damaged."

Manufacturer narrative:
Correction: based on recently implemented guidelines, this event is considered to be reportable. When the needle spears through the catheter, there is a risk for contaminated needle stick injury / possible blood born pathogen exposure which may cause harm / serious injury requiring medical intervention. If the needle spears through the catheter and the incident goes undetected, leakage can occur. When leakage occurs, there is the potential for extravasation, exposure to medication irritants or blood and/or incorrect medication dosing.

Event description:
It was reported that the bd insyte¿ IV catheter needle tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle tip was damaged."

Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported observation of needle through catheter. Needle pierced through catheter was observed from the 2 photos received. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type (CAPA 590840). Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd insyte¿ IV catheter needle tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle tip was damaged."

Event description:
It was reported that the bd insyte¿ IV catheter needle tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle tip was damaged."

Manufacturer narrative:
Recently received photographs from the customer show that needle punctured through the catheter in the unit packaging. This renders the device unusable, and makes the event no longer reportable.

Event description:
It was reported that the bd insyte¿ IV catheter needle tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle tip was damaged."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Needle through catheter in unit package is not considered to be a reportable malfunction.